Manufacturer narrative:
The technician found the siderail latch was missing the c-clip. The technician replaced the c-clip to repair the bed.

Event description:
Information received indicates the right head siderail will not latch.